Event description:
On 8/3/06, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The medical affairs specialist spoke to the pt on 8/9/06, to obtain/verify info. About 1 month ago, the pt's meter stopped powering on. She was unable to test with the reported meter. However, during those 2 months, she periodically tested herself with her father's one touch ultra meter. She recalled getting readings such as "120 and 100 mg/dl" on her father's meter, but did not know exactly what dates the readings were taken. The pt denied testing her blood glucose with her father's meter on a regular, daily basis. About 1-2 weeks ago, the pt developed symptoms of dizziness and visted her dr in a hosp. While she had the symptoms, the pt continued to take her "glucophage" medication as prescribed (250 mg in the morning and evening). In the dr's office, a reading of "287 mg/dl" was obtained using an unidentified device. The pt denied testing her blood glucose on her father's meter or her own meter, the day she went to the hosp. The pt did not receive any medical treatment during the visit. The pt replaced the meter battery but, this did not resolve the alleged power issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to use the meter due to the alleged power issue. The pt was able to use her father's meter on an intermittent basis. The pt developed symptoms of dizziness and obtained a reading of "287 mg/dl" in a dr's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.